Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Bought two boxes of tampons...there were no strings attached- tampax [device physical property issue]. Case narrative: consumer reported via email that there were no strings attached to the tampons. No injury was reported.